Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years and 6 months. Through follow-up with the healthcare provider, it was learned that the device was explanted due to critical aortic stenosis. Per the op report, there was heavy chronic calcification. The explanted device was replaced with a new edwards bioprosthetic valve. No other details were provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be conclusively determined, it appears that the aortic stenosis was most likely caused by the heavily calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.